Event description:
It was reported that a patient had a revision surgery for a broken rod on the left between the l5-s1 level and to address the patient¿s nonunion in this area. It was reported that the patient had the initial surgery on (B)(6) 2014. The patient was discharged from the hospital and doing very well, but had missed several of the follow up appointments. On an unknown date, the patient felt a pop in his back, and upon presentation to the clinical, it was noted to have evidence of hardware failure at the l5-s1 level on the left side. A CT scan showed evidence of a nonunion through this region. On (B)(6) 2014 the patient had revision surgery to address the nonunion and broken rod. During the surgery, the surgeon removed the nuts (part # 498.003) and collars (498.010) from the scews from l2 ¿ ilium on the left side that had the broken rod (498.119). The distal rod segment was removed (broken between l5-s1 level spanning to ilium). The surgeon then cut that same rod in situ with a metal cutting burr at level l2 to make room for the extension connector (part # 198.165) that would connect the existing rod to the new rod that would extend distally. The surgeon then removed the left l2 screw in order to make room for the connector. It was reported that the surgeon checked to make sure the screws were solidly anchored to the bone. The left l1 screw was replaced with a new screw (part # 498.864. An extension connector (part # 498.165) was placed on the rod just below the l1 screw on the existing rod. A new 6.0mm rod on unknown size was placed in the extension connector and connected to the l3, l4, l5, s1, and iliac screws with new nuts (part # 498.003) and collars (part # 498.010). The construct was torqued down using a torque wrench. The surgeon then contoured 2 additional 6.0 rods. The surgeon then attached the additional rods to the primary rods using matrix snap on parallel connectors (part # 07.633.402). The secondary rods were positioned medial to the primary rods to form a ¿quad rod construct.¿ the left secondary rod was connected just caudal to the extension connector at the l2 level extending caudal and connected between the s1 and iliac screw (2 matrix snap on parallel connectors). On the right side the new secondary rod (unknown rod length for both secondary rods) was connected between the l1-l2 level and caudal down to the iliac junction (3 matrix connectors used). No patient harm was reported during the revision surgery. No time delay was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.